Event description:
It was reported that the device received a yellow alert for the right ventricular automatic threshold as it detected a greater programmed amplitude or suspended due to a possible lead dislodgement. The patient is not therapy dependent. Programming optimization was discussed with boston scientific technical services (ts). The patient was scheduled for an in-clinic check. No adverse patient effects were reported.